Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10012143 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: 10012143 and batch number#: unknown. It was reported by customer that IV fluid was primed with tubing set up currently used in labor and delivery (l&d). While they were starting the IV, heard a gushing sound and found the y-port had fallen off the primed tubing and was pouring on the floor. The blue hub that comes attached to the y-extension set was the piece that had fallen off. Verbatim#: rcc received a complaint via email. IV fluid was primed with tubing set up currently used in labor and delivery (l&d). While I was starting the IV, I heard a gushing sound and found the y-port had fallen off the primed tubing and was pouring on the floor. The blue hub that comes attached to the y-extension set was the piece that had fallen off. Product#: 10012143. Lot#: h370100121431.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd smartsite extension set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that IV fluid was primed with tubing set up currently used in labor and delivery (l&d). While they were starting the IV, heard a gushing sound and found the y-port had fallen off the primed tubing and was pouring on the floor. The blue hub that comes attached to the y-extension set was the piece that had fallen off.